Event description:
It was reported that the obturator accessory component on five (5) size 5.0 pdl, long pediatric tracheostomy tubes were difficult to insert and withdraw. This was experienced after cleaning and re-using the devices and the accessory components. There were no reported pt injuries. A total of four (4) of the involved 5.5 pdl devices were returned to the MFR on 10/21/98 and 10/27/98 for decontamination, analysis and investigation. The MFR's device evaluation results are recorded on section h of this report.